Event description:
It was reported the pt experienced a power surge through her scs system and then was no longer receiving stimulation. An sjm representative met with the pt and reprogramming was only able to recapture partial stimulation. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.